Event description:
It was reported that a myocardial infarction and restenosis occurred. In (B)(6) 2022, the 3.75 mm x 20 mm target lesion located in the proximal circumflex vessel (cx) was pretreated with a balloon angioplasty catheter. The target lesion was then successfully treated with the 4.00 mm x 20 mm agent dcb resulting in 0% stenosis and timi flow of 3. The non-target lesion located at the distal circumflex vessel was successfully treated with a 2.5 mm x 12 mm and a 2.75 mm x 15 mm balloon angioplasty catheter. The patient was discharged. In (B)(6) 2026, the patient presented with a non-st elevation myocardial infarction. Diagnostic catheterization and echocardiography were performed. There was 70-80% in stent restenosis noted in the proximal ca. Medication was given/adjusted and angiography without revascularization performed. The issue was resolved and the patient discharged.